Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle shield on a bd eclipse¿ blood collection needle with luer adapter failed to completely cover the needle. Furthermore "phlebotomist sustained a needle stick injury, lab tests were completed and no further medical treatment was needed".

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. The sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the needle shield on a bd eclipse¿ blood collection needle with luer adapter failed to completely cover the needle. Furthermore "phlebotomist sustained a needle stick injury, lab tests were completed and no further medical treatment was needed."